Event description:
It was reported that during an unknown procedure, it was observed that once the device was closed, it could not be opened and could not be used. Changed to a new one to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 1/28/2026. D4: batch#: unk. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Additional information was requested, and the following was obtained: was the firing sequences started? Yes. If yes, was the firing sequence completed? Yes. Did the device deliver any staples? Yes. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? B-formed. Were there staples missing from the staple line? No. Did the device cut? Yes. If yes, was the cut line complete? Yes. If yes, was there any issue with the cut line? No. Was there any difficulty opening the device jaws? Yes. If yes, what steps were taken to open the jaws. Unknown. If the jaws could not be opened, how was the device removed? The tissue has been cut off and the device was removed directly. Was there a patient consequence? No. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? No. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device gcflgw with lot number: 953c78; and no non-conformance's were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 3/26/2026. D4: batch #860c19. Corrected data: d4 (expiration date), h4. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one gcflgw reload was received with no apparent damage, with an opened package, and fully fired. No functional test could be performed due to the condition of the reload. The event described could not be confirmed as the reload was received fully fired. No conclusion could be reach on the cause of the reported event of would not open since the device was not received. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 860c19, and no non-conformances were identified.